Event description:
I developed significant sinus infection, severe nasal irritation, headache. It has required repeated treatment by my physician. I never have had any sinus trouble nor nasal irritation before. I questioned if it was from my CPAP device prior to being notified of recall. FDA safety report ID # (B)(4).